Event description:
User facility reported that the pt was transferred from one dept of hosp to another. According to report, the pump was reprogrammed after transfer (dosages and medications not provided). At the time of transfer the clinician who reprogrammed the pump estimated the pump syringe contained approx 20-30 ml of medication. According to the reporter the device syringe had been inserted correctly. Approximately 2 hrs after re-programming, the pump was checked and showed an infusion total of 0mg with no demand doses ordered in the device history but device syringe was empty. The pt showed slowed reaction and respiratory depression symptoms when examined. In response, the pt was administered anexate and naloxone to positive effect. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The device history record and the totaliser (total volume infused) had been reset in the field and were unavailable for review. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specification for fluid delivery.